Event description:
Patient's wife reporting another issue with cadd solis occlusion alarm during priming. They have had this issue before but this time it would not resolve and wife had to switch to back up pump. Issue was resolved with backup pump. Prior to switching to back up pump, line and tubing was inspected and found to have no clamps or kinks. Patient requesting replacement pump for seumberrial n: (B)(6). Scheduling for next day delivery of pump. No missed dose or ade from pump error. Patient was able to continue life sustaining therapy. Patient and wife are going to follow up with cne (certified nurse educator) to discuss also. "Did the reported product fault occur while in use with the patient?" Yes. "Did the product issue cause or contribute to patient or clinical injury?" No "if yes, was any medical intervention provided? Is the actual device available for investigation?" Yes, upon patient return (if yes, put yes, upon patient return). "Did we replace device?" Yes. "Did the patient have a backup device they were able to switch to?" Yes; "if yes, was the patient able to successfully continue their infusion?" Yes. "Is the infusion life-sustaining?" Yes. "What is the outcome of the event? Resolved? Ongoing?" Resolved.